Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient called in for external device issue see (rtg0978657) on the call patient made a comment that they normally charge every 2 nights then they have to charge every other night and now every night. On the call patient mentioned implant battery is now at 40% and it shouldn't be that low. Patient stated issue started a couple of weeks go.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.